Event description:
It was reported to boston scientific corporation that a gemini retrieval basket used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure the basket snapped while inside the patient. Nothing snapped off the basket and into the patient, and they were able to successfully remove the entire device. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure the basket snapped while inside the patient. Nothing snapped off the basket and into the patient, and they were able to successfully remove the entire device. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned gemini retrieval basket revealed that the outer sheath was torn and detached approximately 6mm from the distal end of the black heat shrink. The section that remained attached to the handle showed signs it had been buckled and the handle cannula was detached from the pinch vise. The detached section of the outer sheath and the wire sub-assembly were returned for evaluation. The wire sub-assembly was inside the outer sheath with the basket extending from the distal end. The basket wires were bent, and all were present and attached. The detached outer sheath was kinked approximately 51.6cm from the distal end. There was a torque mark present on the handle cap to indicate the application of the torquing process. There were obvious impressions on the pinch vise to indicate proper placement of the handle cannula during manufacturing assembly. A functional evaluation was not performed due to the device being disassembled and the torn outer sheath. The wire sub-assembly was removed from the proximal end of the detached outer sheath and was kinked in several locations along the working length. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.